Event description:
It was reported that this patient was scheduled for a procedure for a patient condition due to a recent fall. It was noted upon device check prior to procedure that there was loss of capture on the right ventricular (rv) lead which caused approximately three second pauses when configured bipolar. Also, there was a lead safety switch (lss) to unipolar configuration due to out-of-range pacing impedance measurements over 2000 ohms on the rv. It was noted by health care professional (hcp) that the patient condition limited further isometric testing. This rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.